Event description:
It was reported that an external fluid leak was observed from the pressure pod connector of a prismaflex m100 set during priming. There was no patient involvement. No additional information was available.

Manufacturer narrative:
The actual device was not available; however, a video was provided for evaluation. During inspection of the provided video, it was observed that the effluent pod was leaking. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.